Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c764 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the photos is in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a blood leak during the first buffy coat collection, and stated that the leak occurred at the hematocrit cuvette. The customer saw a small quantity of liquid leaking during prime but did not realize that it was a leak, so they started the treatment. During the buffy coat collection there was a blood leak. The treatment was aborted, and the blood contained in the bowl was manually returned to the patient. The customer stated that the patient was ok. All actions were the initiative of the customer. The customer stated that the machine was functional, and the customer did not require service. It was recommended to the customer to clean the machine properly. Photos have been received for evaluation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photographs was unable to confirm the location of the leak. The most likely root cause is a manufacturing assembly error during the tube bonding process. Solvent bond training was conducted with the manufacturing operators (latest training conducted (B)(6) 2015). In addition, a corrective action was opened to provide additional investigation and to make further improvements to the solvent bond process. (B)(4). Device not returned to manufacturer.